Event description:
It was reported that the patient faced an infusion set bent cannula event on (B)(6) 2026. The insertion site was the abdomen, and infusion set was in use for one day. Patient also experienced high blood glucose levels and corrected with insulin from pump.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.